Event description:
Additional information received reported the stimulation pattern had shifted. X-rays were performed, but no results were reported. It was noted the entire system would likely need to be replaced due to impedances on 5 of the 16 electrodes. It seemed that some type of trauma occurred to the system.

Event description:
It was reported that when the patient first got the device it shut off in a casino environment once or twice, but the patient was able to turn the ins back on with the programmer. In the past week the patient noticed a return of pain, and when she checked the ins with the programmer it showed that the device was powered off. A day or so later the device shut back down, and over the weekend it shut off 30 minutes after being turned on. The patient stated there were no medical procedures and no environmental emi, and she hadn't been anywhere abnormal. The ins was on at 9.7v but the patient did not feel stimulation. It was noted that the patient had been recharging every two days without any problems, and did not have any other groups or programs available to try. The patient increased to 9.8v and was still not feeling stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient stated they had been in a car accident, but it was unknown if that had caused the device issue. No abnormal impedances were reported. The device was reprogrammed (B)(6) 2012. Following reprogramming the patient had a better stimulation pattern. Patient outcome was noted as non-serious injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).